Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction to d4 unique device identifier. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e315 event was likely due to conduction failure caused by fluid invasion on the scope connector and staining at the electrical contacts of the scope connector. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope experienced e315 (incompatible scope error) at the beginning of a colononoscopy procedure. The device was replaced with a similar one that caused a 5¿10 minute procedural delay, with the procedure lasting long enough to switch to a new scope. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the e315 (incompatible scope) was a sporadic failure. The failure could not be confirmed but occurrence was likely. Additional issues were identified during the device evaluation: minor pealing on the radio frequency identification, function/scratched switch 1, objective lens had pealing glue, minor edge chips, light guide lens had cracked one time, bending section cover glue cracked on both sides, insertion tube had minor scratches and was not catching cotton¿do not repair the scratched boot, control body was missing red paint, and light guide tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.